Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) could not be successfully interrogated. The programmer was used to interrogate a different device and that interrogation was successful. Additionally, this crt-d was programmed with a lower rate limit of 60 beats per minute and the patient's heart rate was measuring 50 beats per minute. No pacing spikes were noted on an external monitor. At the previous follow up appointment, this crt-d had a battery status of beginning of life (bol). Additional information was received that a device changeout procedure will be undertaken and this crt-d will be returned for analysis.